Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a system message displayed and there was a micro adhesion that contributed to the radial tear during surgery. There was no patient harm and the procedure was completed manually. Per the doctor, patient was seen for following appointment and the (iol) implantable ocular lens was in good position. The eye is healing well and the vision is good.